Manufacturer narrative:
(B)(4). Date of initial report: 01/11/2011 under MDR number 1717344-2011-00021. Date of f/u report: 03/15/2011. A visual examination of the instrument revealed no damage. Tissue was found between the jaws. When the sample was latched closed the jaws aligned properly to each other. The jaws opened and closed normally when the handle was moved. The knife extended and retracted normally when the trigger was activated. Date sent: 02/14/2014.

Event description:
The customer reported that during an lavh procedure, the physician inserted the device laparoscopically and clamped down the device on tissue, possibly the fallopian tube, and was unable to open the device. The physician cauterized the tube then removed the instrument. A new ligasure was opened and the case continued.